Event description:
The customer is observing higher than expected architect ca 19-9xr assay results when using reagent lot 08852m500. The customer stated one patient sample generated a falsely elevated result of 17.3 u/ml using architect ca19-9xr lot 08852m500. The patient generated a ca 19-9 result of 3.07 u/ml using lot 10727m500. The patient had a historical ca 19-9xr value of 5.3 u/ml. There was no adverse impact to patient management reported.

Manufacturer narrative:
The customer is observing higher than expected architect ca 19-9xr assay results when using reagent lot 08852m500. The customer stated one patient sample generated a falsely elevated result of 420.3 u/ml using architect ca19-9xr lot 08852m500. The patient generated a ca 19-9 result of 155.84 u/ml using lot 10727m500. The patient had a historical ca 19-9xr value of 361.87 u/ml. There was no adverse impact to patient management reported.